Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient states they are not having any success with the therapy. Patient states they have no warning that they need to go to the bathroom, and when they go to move or stand, they immediately void. Patient confirmed they feel they are back to their baseline symptoms. Patient mentioned they have ablation injections in their spine for the pain. Patient inquired if this would still be ok as well as chiropractic adjustments. Agent reviewed compatibility info reviewed option to increase stimulation, ensuring it's in the bike seat and comfortable. Patient will go back to the original program and try increasing as they feel they didn't go high enough before switching the program. Agent redirected patient back to doctor if issue persists as well as if they have questions on compatibility. Patient also inquired how long they should be feeling soreness at the implant site. Patient states it's still sore around that area. Agent reviewed info and redirected patient back to hcp. Additional information was received from the patient. The patient called back and stated they had an appointment with the healthcare provider yesterday. The hcp recommended they call mdt to see if they could improve their experience. Patient was not even getting 50% relief of their bladder issues. Patient had tried numerous programs. The hcp looked at the report when everything got hooked up and they said it looked really good. The hcp said they were going to have them try stim in conjunction with botox. Patient has program 1-7 and the hcp reloaded another group. Patient didn't like how it was set up now. The stim was in a cycle mode of going off and on. The hcp wanted to make sure the nerve wasn't getting fatigued. The hcp switched it in the last face to face meeting. The hcp told them to stay on a program 5-7 day until they switch to the next program. The patient just switched to program 7 today. Patient also had constipation issues. Some programs helped both issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.